Event description:
Pt being transported via tub chair on carrier by cnas. Chair slid backwards onto the floor. It happened very fast. Pt was on floor with head, torso, buttock on floor with legs up over frame/seat of chair. Pt has pain/soreness head/neck, rt thigh.